Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. No non-active areas were found on the screen; the stylus is functional and was moved through the screen and the arrow would follow. No rf (radio frequency) head was returned with the programmer, however, incoming inspection was able to interrogate a device with a known good rf head. Also, after checking the wireless feature check box, the programmer was able to interrogate the device wirelessly.

Event description:
It was reported by the clinic that the programmer won't interrogate at times and has "non active areas on screen". When using pen values, it won't change. Pen was changed out twice. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.